Event description:
During an atrial fibrillation (afib) procedure, it was reported a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiography. The anticoagulant heparin was reversed by administering protamine. A pericardiocentesis was performed and approximately 400 ml of fluid were removed. The patient was intubated and in stable condition. Additional information provided stated the physician felt the perforation occurred during the transseptal needle stick (non-bwi product). It was updated the patient was doing fine and was discharged.

Manufacturer narrative:
Carto 3 system, model #: m-4800-01, serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial #: (B)(4). Cool flow pump, model #: m-5491-02, serial #: (B)(4). Lasso catheter, model #: unk, lot #: unk. Soundstar catheter, model #: m-5723-00, lot #: unk. Multiple attempts have been made to request for the complaint product to be returned for analysis. It was stated by the customer that the product had been discarded. Since no lot number was provided, no device history record review could be performed. (B)(4).